Event description:
Litigation alleges patient has suffered serious injury and harm including constant and severe pain and discomfort in his lower back, thighs, groin, buttocks, and area surrounding implants, and popping and clicking sensations when going to and from a sitting position. It is also alleged the patient developed shingles on his right buttocks and hip area after his hip replace procedure. It is further alleged that since his surgery, patients left hip and foot have been painful as well due to him compensating and shifting the majority of his weight to his left side. Update: (B)(6) 2012 - plaintiff's preliminary disclosure form was received, which identified (part/lot) information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.